Event description:
A caller reported experiencing a cartridge alarm, specifically alarm 20, but did not face issues with blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer used a backup insulin pump to ensure uninterrupted insulin delivery and was sent a replacement pump by technical support, with instructions on storage mode and returning the problematic pump within 10 days.